Event description:
Boston scientific received information that this right ventricular (rv) lead had registered more than 100 of noise episodes. However, amplitude, impedance and threshold measurements were within normal range. A lead revision was performed to replace this lead. The patient¿s implantable cardioverter defibrillator (ICD) was also replaced even the device was not yet in eri to take advantage of the surgical lead revision. There was no allegation against the ICD. No adverse patient effects were reported. This lead was successfully replaced and all final measurements were of normal range. This lead will be returned. Additional information received and confirmed that the noise resulted to oversensing; however, there was no pacing inhibition that lead to asystole as the patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Abrasions were noted through the trilumen insulation approximately 280-287 millimeters (mm) and 196-202 mm from the terminal pin. The abrasions were smooth and concave. Due to the locations and type of damage these were likely caused by lead-on-lead contact coupled with movement. An insulation abrasion through to a sensing conductor could cause noise to be seen by the device. Laboratory testing confirmed the reported clinical observations.